Manufacturer narrative:
Date of report: 19dec2018. Date of manufacturer: 19dec2018. The customer replaced the touchscreen to resolve this issue and in a follow up visit from philips field service engineer (fse), the fse reported the unit is ready for patient use, verification tested and unit passed successfully.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 8oct2018. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touchscreen was inoperative; no response to touch commands. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.